Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and the customer smelled burning. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer used an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.